Manufacturer narrative:
It was reported by our field service engineer that the pc boards and a gas module were found with water damage. No parts or pictures have been returned for evaluation. The water damaged parts will not be further investigated since ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits which might lead to all kinds of ventilator malfunction. There is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was. Considering the problem description, the device operation has been outside the prescribed environmental conditions.

Event description:
Manufacturer ref.#: (B)(4)

Event description:
It was reported that the air gas module, the printed circuit boards for controlling and monitoring were damaged due to water ingress. There was no patient harm. Manufacturer ref.#: (B)(4).